Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 383mg/dl. The customer stated that there are cracks around the battery compartment. Customer stated they open up the battery cap with a lot of force. The customer was advised that he will get pump replacement. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was unable to troubleshoot because he called the wrong number. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot.